Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was in the hospital prior to passing. The patient was reportedly unconscious and the patient's nurse performed CPR. While the nurse was performing CPR the lifevest delivered an appropriate treatment to the patient and the nurse reported feeling the shock. The nurse reported no injuries. It was reported that the patient's cause of death was a heart attack. It was also reported that the patient experienced an appropriate treatment event consisting of 2 shocks. At 10:25:23 on (B)(6) 2019 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was vf. At 10:25:55, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post shock rhythm was vf. The electrode belt was disconnected at 10:26:02 on (B)(6) 2019. It is unclear who disconnected the belt. The response buttons not were pressed during the event. Subsequent monitoring of the patient was not possible due to the belt disconnection. The patient subsequently passed away on (B)(6) 2019. There is no indication that the lifevest caused or contributed to the patient death.